Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be loose. Visual inspection showed the cable to be loose due to the derailment inside the housing on the clamping pulley. No broken wire or loose screw was found. Failure analysis investigation also found the following additional damages: the instrument's pitch cable was frayed at the distal clevis hub where the loose wire occurred. No damage was found at the clevis. The instrument's distal pulley had mechanical indentations/burrs. There were indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the cable was loose/bulging on the prograsp forceps instrument and subsequently not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.